Manufacturer narrative:
(B)(4). Date of initial report : 04/05/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted

Event description:
The customer reported that during a procedure, the plastic insulation near the jaws became damaged and loose. Nothing disengaged from the device and there was no patient injury. Another device of the same type was opened to continue the procedure.